Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough hp; guide cath: heartrail ii al1.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, eccentric and 90% stenosed distal right coronary artery. A 2.75 x 12 mm trek was being used for pre-dilatation when the balloon ruptured during the first inflation at 6 atmospheres. A 2.75 x 12 mm non-abbott balloon catheter was successfully used for pre-dilatation and a non-abbott stent was deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.